Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high readings and being unable to prime. The customer's blood glucose reading was 600+ mg/dl. The customer treated with injections from the pump. Troubleshooting was performed. The drive support cap appeared normal. The customer was advised to set pump to 5.0 units. The customer stated that there was barely one drop of insulin at the end of the 5 units and there were no alarms. The insulin pump was not returned for analysis.